Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient contacted bsci regarding his inflatable penile prosthesis (ipp). He stated that he was originally implanted 3 months ago and now he has been unable to reach orgasm. He noted that it is increasingly difficult to deflate his device, but his device will device will also spontaneously inflate during the day and night. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Adverse event or product problem: changed from adverse event/product problem, to, product problem. The patient was not initially pushing hard enough during the initial inflate squeeze, and during the subsequent deflation attempts. The patient was advised to exert more force during the inflation and deflation steps. This troubleshooting measure was taken by the patient to no avail. The patient was later instructed to perform the anti-stiction/reboot maneuver. Further feedback was not received from the patient. The implant date (B)(6) 2018 is an approximate date (the year is not known). Changed from serious injury, to, malfunction.

Event description:
It was reported that the patient experienced an auto-inflation problem with their inflatable penile prosthesis (ipp). The patient suspected that they were not pushing hard enough during the initial inflate squeeze, and during the subsequent deflation attempts. Based on this feedback, the patient was advised to exert more force during the inflation and deflation steps, and to contact bsc if the issue persisted. The patient contacted bsc two days later, to report that the issue persisted after taking the troubleshooting measures. The patient was then instructed to perform the anti-stiction/reboot maneuver, to ensure that there were no air bubbles in the device which could have impacted the valve. The patient was once again instructed to contact bsc, if the issue persisted after the application of the anti-stiction/reboot maneuver. Additional feedback was not received from the patient.